Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 600 mg/dl with increased thirst and urination associated with the pump not delivering a boluses appropriately. The reporter indicated that the pump showed 141 units remaining before programming a 5 unit air bolus; the pump reportedly still showed 141 units after the bolus and there was reportedly no alarms indicating that the bolus was not delivered. This report is made based on the allegation that the patient experienced hyperglycemia associated with the bolus delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: no meter was returned with the pump. The pump history shows the basal edit screen was accessed on (B)(6) 2016 at 14:32 and at 14:41, this was followed by unexplained por events; deliveries never resumed. The last bolus delivery was a 3.85u bolus on (B)(6) 2016 at 11:31. Pump powers on with vibratory and audible features. Pump was exercised for 24hrs; no eaw¿s were recorded during this time. No hypersensitive keys observed on the keypad. Manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within required range. Unable to duplicate the complaint. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.